Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding this explant. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve-in-valve intervention for unknown reasons. The transcatheter valve that was implanted embolized into the right atrium, which required surgeons to place the patient on bypass and reintroduce the transcatheter valve through direct visualization. Patient received implant of two transcatheter valves inside the existing valve. Device remains implanted. Patient noted in stable condition.